Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads and scratches on the lcd window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The insulin pump functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and damaged battery cap. Customer's blood glucose level was 412 mg/dl. Customer treated their high blood glucose with a manual syringe. Troubleshooting for battery cap was performed. Customer advised they were unable to remove the battery cap using a quarter and a flathead screwdriver. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.